Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e602 analyzer. The patient's sample was initially tested in an aliquot tube. The patient's initial hcgb result was 4.77 iu/ml and it was transmitted to the treating gynecologist. The gynecologist doubted the result and the sample was repeated on (B)(6) 2014. The aliquot sample had a repeat result of 1738 iu/ml. The original tube had a result of 1742 iu/ml. There were no adverse events. The hcgb reagent lot number was 177537. The expiration date was requested but not provided. A root cause could not be determined with the information provided. Additional data were requested but not provided. The quality control results were within the acceptable range and there were no reagent issues evident. It was noted the customer was not using a recommended aliquot tube.